Event description:
It was reported that the procedure was to treat a heavily tortuous, heavily calcified, and 99% stenosed mid left anterior descending artery. A 3.0 x 23 xience prime was being advanced; however, it could not cross the lesion and the proximal shaft was separated. A second 3.0 x 23 mm xience prime was being advanced and it also failed to cross the lesion and the proximal shaft separated. The devices were easily removed from the anatomy. The procedure was completed without treatment. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The xience prime referenced is being filed under a separate manufacturing report number.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The shaft separation was confirmed. The failure to advance/cross could not be replicated in a testing environment as it was based on operational circumstances. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.